Event description:
Baxter reported a leak from a crack observed on the silicon tubing of a transfer set. The set was used for 70 days. The actual sample is available for evaluation. There was no patient injury or medical intervention.

Manufacturer narrative:
.